Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels decreased to 23 mg/dl while wearing the pod longer than 48 hours on the arm. The patient was transported to the hospital by ambulance and treated with dextrose.